Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient had a revision surgery for a echelon stem that fractured.

Manufacturer narrative:
(B)(4). The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed 1 prior complaint for the listed failure mode, no prior complaints for the listed lot. And evaluation performed by our clinical medical team noted there was no indication of how well the revision was tolerated. The reason for the breakage of the echelon stem is unclear because information related to a trauma or other precipitating events or factors has not been provided. Based on a review of the provided documents no definitive conclusion can be rendered for the failure of the stem. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4).